Event description:
The customer reported that during the procedure the device jaws could not be re-opened. The site contact was not able to provide info as to whether the instrument was applied to tissue when this occurred. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.